Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device detached from the user when it fell to the ground, after which the touchscreen became unresponsive at the top of the display and a small crack was observed, consistent with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage, characterized as a fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user has backup therapy.